Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit oxygenator experienced hemolysis as demonstrated by laboratory testing. There was an inferred allegation that this event was related to the performance of the xlung kit in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, rationale for ECMO support, ECMO settings, treatment course, medical intervention(s) required (other than device exchange) and the patient¿s current disposition remain unknown. In the initially reported details, it was stated that ECMO support was initiated for this patient on (B)(6) 2023. Laboratory tests obtained on the morning of (B)(6) 2023 showed an increase in lactate dehydrogenase (ldh) resulting in 2047 units/l. The patient¿s cardiologist suspected the patient was experiencing hemolysis due to ECMO support as demonstrated by the patient¿s elevated ldh. Approximately 56 hours following the initiation of ECMO support, the patient¿s ECMO device was exchanged for a competitor¿s product. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course (other than device exchange) as a result of hemolysis.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available for evaluation. It is highly unlikely to detect a failure in the retention sample. Hemolysis can occur (for example) due to excessive negative pressure on p1 or when there is thrombosis in the pump head. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed; no non-conformities were observed during the manufacturing process. There were four quality events logged for this batch number, but none of them were related to the failure pattern at hand. Based on the available information, a cause for the reported event could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is well established that hemolysis is a common occurrence during ECMO support affecting approximately 1 in 5 patients. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the lung kit oxygenator experienced hemolysis as demonstrated by laboratory testing. There was an inferred allegation that this event was related to the performance of the lung kit in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, rationale for ECMO support, ECMO settings, treatment course, medical intervention(s) required (other than device exchange) and the patient¿s current disposition remain unknown. In the initially reported details, it was stated that ECMO support was initiated for this patient on 10/dec/2023. Laboratory tests obtained on the morning of 12/dec/2023 showed an increase in lactate dehydrogenase (ldh) resulting in 2047 units/l. The patient¿s cardiologist suspected the patient was experiencing hemolysis due to ECMO support as demonstrated by the patient¿s elevated ldh. Approximately 56 hours following the initiation of ECMO support, the patient¿s ECMO device was exchanged for a competitor¿s product. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course (other than device exchange) as a result of hemolysis.